Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of atrial fibrillation (af) resulting in an inappropriate shock. This device was noted to have migrated to more behind the ribcage. Device data was sent to technical services (ts) for review. Technical services (ts) discussed the cause is suspected to be due to the sense b node and provided further troubleshooting options. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.